Manufacturer narrative:
Additional information was received on (B)(6) 2019. The explant date was planned for (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Additional information was received on (B)(6) 2019. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 350cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 10/29/2019. The investigation of the returned device was completed by the failure analysis lab on 11/18/2019. Device evaluation summary: according to the information received, it was reported that the patient developed anisomastia. During visual evaluation of the sample a crease within a tear measuring approximately 0.1 cm was found. Both were located on the anterior view. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog # 3501670, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced visible shrinkage in the left implant post procedure. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.